Event description:
Event description guidant received information from the patient that this device was 'defective caused a staff infection'. The patient indicated 'the device was contaminated and caused me to have a severe case of staff infection, I had to stay in hospital for 14 days... The infection was very bad and I had a very long recovery with a lot of pain and suffering.